Event description:
The neurosurgeon reported he had to explant the piece of endura from the patient due to inflamation. The explanted product was to be sent to microbiology and pathology but apparently has only gone to microbiology. It is unclear if the explanted device will be sent for evaluation.